Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that a glidewell ht implant had to be explanted. The patients bone quality was reported as type iii and the oral hygiene as excellent. The patient presented for implant placement on tooth position #5 on (B)(6) 2026. The patient experienced extreme pain lasting 72 hrs. Patient had IV toradol at the hospital with no relief of pain and requested that the implant be removed. The reported device was explanted on (B)(6) 2026 and not replaced at the time but will be replaced in 6 months. Bone grafting was performed and there was no permanent patient injury.

Manufacturer narrative:
The device has been received and the investigation has been completed. The results are as follows: DHR results: the DHR was reviewed for glidewell ht implant lot# 6278221 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for glidewell ht implant lot# 6278221 and found no additional product in stock. Investigation methods/results: the device was returned but not in the original package. The implant was verified to be a glidewell ht implant ø5.0 x 8 mm (70-1189-imp0014) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description: the root cause could not be explicitly determined. A potential root cause for this may be due to a puncture of the implant during surgery causing harm to the patient. Another potential root cause could be due to the patient having an allergic reaction to the implant. Manufacturer reference #: (B)(4).